Manufacturer narrative:
Taper I. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper I. The device has been returned, however our device eval is not complete. Results of the device eval will be reported via a supplemental report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns of bends, can result in tubing breaks and leakage."

Event description:
Reported as "rupture".